Manufacturer narrative:
One tech cleaned the hi/low brake, but the problem persisted. After the cleaning, no other info is provided, due to no response from the customer to allow the tech to work on the equipment. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Customer complaint was pertaining to hi/low drifting.